Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a fetch 2 aspiration device. The device returned in two pieces. Visual inspection of the device revealed a kink at the strain relief and a broken shaft. Visual and tactile analysis noted one kink on the catheter shaft at the strain relief. Visual analysis also noted that the catheter shaft was broken approximately 40.5cm from the strain relief of the catheter. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter break occurred. During percutaneous coronary intervention procedure, a fetch®2 catheter was selected to treat the target lesion located in right coronary artery. It was noted that during unpacking the catheter was kinked taking out of the box. Then the catheter broke upon preparation. The procedure was completed with another of the same device. The reported device never went inside the patient's body. No patient complications were reported.